Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The device was returned to a third-party service center for evaluation. During the evaluation of the device there were six error codes identified and dust/ dirt present inside the device. The third-party service center visually inspected the device and found evidence of foam particles or degradation inside the assembly. The device was scrapped.